Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, with unknown reason the yag was performed. The issue has not been resolved. Additional information was requested and received that the something is wrong with my distance vision after yags on both eyes. There are two medical device reports associated with this event. This is two of two.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).